Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The patients left ventricular (lv) lead is exhibiting high threshold levels. The device was explanted and replaced while the lv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 4558m53, lead; implant: (B)(6) 1997. (B)(4).